Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began a couple weeks ago. Patient got a message saying there was no power or charge on the battery and had their recharger on another time but wasn't able to get very far. Patient couldn't go past 30% or 40% and agent understood this as for their implant. Patient also had their ac power and didn't know what to do with their equipment. During the call patient got a recharge the controller message. Patient did not see a green light on the ac power and it was unplugged. Agent advised patient to plug the ac power into another outlet. Patient got 0% on the controller and 40% on the implant. Agent would call patient back to continue troubleshooting. Patient mentioned they were picking up medication in another city today. Patient did not have a belt. See request to repair. During the call patient denied damages on the recharger and cleaned the controller and recharger pins. Patient mentioned sometimes they had trouble finding their implant. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 40%. Patient mentioned they had a little bump where the implant was and suspected it was the implant and they would hardly put pressure with their hands and fingers and they felt the bump right under their skin. Patient didn't provide an event date and agent redirected patient to their healthcare provider (hcp) to address the issue. Agent closed case.